Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced abnormal sound perceptions with and without device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported.